Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe since it is not related to the device. Rupture: observed one opening assessed as surgical damage. Cyst(s): unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a right side rupture. Healthcare professional later confirmed rupture and reported cyst, confirmed via ultrasound. Healthcare professional later reported breast pain and "free fluid device". The event of cyst is not related to the device. Device has been explanted.

Event description:
Patient reported, a right side rupture. Healthcare professional, later confirmed, rupture and reported cyst. Confirmed via ultrasound. Healthcare professional, later reported, breast pain and "free fluid device". The event of cyst is not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.